Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five months and seven days after the device reached elective replacement indication, it reached end of service. It was also reported there was a long charge time. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device reached end of service status one month and three weeks after reaching elective replacement indication.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing extended charge time as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. The results were consistent with the device battery causing excessive charge time. Battery analysis revealed that no internal battery shorting occurred. Lithium-severing was seen in turn 7 and partial lithium-severing in turn 6. The device was returned due to an end of service (eos), excessive charge time (ect) and charge time out (cto) alerts. Review of the save-to-disk data found that excessive charge time and charge timeout events were logged on (B)(4) 2017, less than 90 days after rrt and subsequent explant. This charge timeout resulted from increased battery resistance induced by observed lithium-severing. If information is provided in the future, a supplemental report will be issued.